Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have blade damage. Both of the blade edges were indented. The cut test could not be performed because the blade indentation prevented the blades from closing properly. The cutting edge(s) did not have corrosion.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument blades were dull and seemed to tear tissue. The following information is unknown: what tissue was affected, the severity of the tissue damage, and what surgical intervention (if any) was rendered due to the complication. The procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.